Manufacturer narrative:
H3: product analysis found that the handle, probe, and an open pouch were returned in a small plastic bag. The pouch was open on three of four sides upon return. The probe was already inserted into the handle upon receipt. No contamination was observed on the probe or handle, nor was any damage noted. Electrically, the resistance of the entire assembly was measured at 0.28 ohms, which was within specification (shall be less than 0.3 ohms). The device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold; while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. No issues were observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, monitoring failed during stimulation, it was working intermittently and did not show sound signals clearly. The probe was used after opening from a sealed package. The procedure was delayed by 40 minutes and was completed using backup products. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.